Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559983m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male ((B)(6)) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During pvc procedure, cardiac tamponade occurred. Performs pace map of the right ventricular outflow tract (rvot), returns the catheter to right atrium (ra) once, and returns it to the rvot again. Thereafter, decreased blood pressure was confirmed during catheter operation in the rvot. The normal level of blood pressure was around 120, but decreased to 80. Pericardial effusion was confirmed by fluoroscopic imaging and echocardiography. The upper level of blood pressure decreased to around 40. Drugs to raise blood pressure were administered, and drainage was performed. Blood pressure returned to 120. The drained blood was venous blood. There was no pericardial effusion confirmed due to spontaneous healing after drainage. The patient was discharged from the room under follow-up observation. Hospitalization days will be extended by 1 to 2 days. Pericardial effusion after drainage was not confirmed at discharge from the catheter room, and the symptom was resolving. The physician commented that the event was not causally related to the catheter. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician commented that it was unknown whether the cause of adverse event related to the bwi products. Cardiac drainage was performed. Patient outcome of the adverse event was improved. Transseptal puncture was not performed because of rvot ablation. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. It was not reported that inappropriate use was conducted without instructions for use (IFU). It was not reported that there was any error message observed.